Event description:
It was reported that the patient was having the implantable neurostimulator (ins) removed because it did not work. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# v872640, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v872640, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
When contact for follow up information, the healthcare professional (hcp) reported cause of the event was a "non-functioning" implantable neurostimulator (ins) and discomfort from the device. Several attempts were made at reprogramming were made but because of the distance, the patient was unable to come very often. In addition, the patient developed significant back pain and had a laminectomy in the c-spine area. It was noted that the ins site was then uncomfortable for the patient. The patient stated that it did not work for them and the ins system was explanted on (B)(6) 2013. The patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.